Manufacturer narrative:
G4: 06feb2020. B4: 13feb2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also found that the power light emitting diode (led) was not illuminated. The service technician replaced the flow sensor and the reported problem was resolved. The power switch overlay was replaced and the power led failure was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) of the air flow sensor drifted out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020. B4: 13may2020. H10: d10: product return to the manufacturer for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/08/2020.

Event description:
The customer reported that the tidal volume values were out of range. There was no patient involvement.